Event description:
The orsiro mission was selected for treatment of a mildly calcified lesion (75% stenosis degree) in a severely tortuous part of the proximal to mid rca. Due to severe calcification, the balloon ruptured during the first dilation, resulting in incomplete expansion. The procedure was completed by replacing the stent with one from another company.

Manufacturer narrative:
Combination product: yes.